Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the eval, the technician noted the collar would not turn. The result of this condition usually includes increased noise, vibration, and excessive heat generation because parts cannot move as they were designed to. The attachment is non repairable, a new attachment was set to the customer.

Event description:
It was reported by the customer that during a dental extraction procedure, towards the end of the case, the surgeon noticed a dime-sized burn to the pt's left lower lip. The area was blistered, swollen and there appeared to be a loss of skin. The pt was provided with samples of a non-prescription lubricating gel and non-prescription triple antibiotic ointment.